Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the device was the wrong model. The target lesion was located in a coronary artery. A 3.00x16mm promus element plus drug-eluting stent was selected for use to treat the lesion. However, it was noted that the device was a wrong model and the device was not used inside the patient. No patient complications were reported and the patient's status was stable. A promus element plus, mr, ous 3.00x16mm stent delivery system (sds) was returned for analysis. The device was returned with an opened outer box, foil pouch and inner tyvek pouch. No issues were noted with the outer box, foil pouch or inner tyvek pouch. The sizing and lot numbers matched on all the packaging returned. A visual examination of the stent found damage to the distal end of the stent with stent struts bunched. The undamaged crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and it was noted that the proximal balloon cone was bunched. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft found bunching to the inner shaft polymer extrusion and an inner shaft polymer extrusion break 4 mm distal from the wire exchange port. No other issues were identified during the product analysis.